Manufacturer narrative:
Concomitant medical products: 407658 lead was implanted on (B)(6) 2014, 5076-52 lead was implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant the patient experienced an infection. The implantable pulse generator (ipg) was removed, leads capped and replaced with a leadless implantable pulse generator (ipg) . No further patient complications have been reported as a result of this event.